Event description:
It was reported to boston scientific corporation that an obtryx system - halo device was implanted into the patient during an anterior and posterior avaulta + transboturator tape + cystoscopy procedure performed on (B)(6) 2008 for the treatment of vault prolapse, cystocele, rectocele and mixed incontinence. The patient was awakened from anesthesia in stable condition. After the implant procedure, it was reported that the patient had vaginal mesh exposure and suspected interstitial cystitis. On (B)(6) 2011, she had to undergo removal of the exposed vaginal mesh, cystoscopy, bladder instillation, as well as vaginal induction of lidocaine and kenalog. During the surgery, a small erosion was noted on mid - urethral portion. This mesh exposure was grasped and was removed. A cystoscopy was placed, which revealed ureters bilaterally with no mesh eroded into the vagina and into the bladder. Approximately, 700ml was instilled into the bladder to see if there was any evidence of interstitial cystitis and there was not. The vaginal area was then injected with a solution of kenalog and lidocaine.

Manufacturer narrative:
Block b3 date of event: the exact event onset date is unknown. The provided event date of (B)(6) 2011 was chosen as a best estimate based on the date of the mesh removal surgery. Block e1: this event was reported by the patient's legal representation. The implant and explant surgeon is: dr. (B)(6). Assistants: dr. (B)(6). Dr. (B)(6). (B)(6) hospital. Block h6: imdrf patient code e2006 captures the reportable event of mesh exposure and small portion of mesh extruded on the anterior vaginal cuff. Imdrf impact code f1905 captures the reportable event of mesh removal surgery.